Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-03439. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient had two leads explanted and replaced due to high impedance. Stimulation therapy was reportedly restored postoperatively.